Event description:
Medtronic received information that prior to use of an act plus instrument, it was reported that the unit had different readings on both screens. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Product analysis # (B)(4): the reported different readings in both screen issue was verified during service. Service technician observed different readings in both screen due to an out of alignment of the flag sensor. The issue was resolved by checking and completed calibration according to sop. Preventive maintenance was performed as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported different readings in both screen issue was verified during service. Service technician observed different readings in both screen due to an out of alignment of the flag sensor. The issue was resolved by checking and completed calibration according to sop. Preventive maintenance was performed as per specification. Additional info b5: medtronic received additional information that the readings was inaccurate. Quality control is performed for this unit every 6 months. There was no error code associated with this issue, and control values were not obtained or used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information h6.4 eval code conclusion (fdc/annex d): this field was updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.